Event description:
It was reported that the health care professional (hcp) had questions regarding this right ventricular (rv) lead. Technical services (ts) answered the hcp's questions. It was noted that the signal artifact monitor (sam) disabled the respiratory rate trend (rrt) feature. It was noted that the hcp was not able to review the episodes as the patient was admitted. Reviews also revealed that the impedance was high out of range during the time of the sam events. It was noted that there were several ventricular episodes. The physician did not ask ts to review the episodes. Ts reviewed some available episodes and noted what occurred. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) had questions regarding this right ventricular (rv) lead. Technical services (ts) answered the hcp's questions. It was noted that the signal artifact monitor (sam) disabled the respiratory rate trend (rrt) feature. It was noted that the hcp was not able to review the episodes as the patient was admitted. Reviews also revealed that the impedance was high out of range during the time of the sam events. It was noted that there were several ventricular episodes. The physician did not ask ts to review the episodes. Ts reviewed some available episodes and noted what occurred. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the device system did not cause the patient to be admitted. The device was reprogrammed to resolve the issue. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field b1: adverse event/product problem. Correction to field b2: outcomes attrib to adv event. Correction to field h1: type of reportable event. Correction to field h6: impact code.